Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with unknown intraperitoneal antibiotic (drug names, doses, and frequencies not reported) for peritonitis. On an unknown date the patient started treatment with oral amoxicillin (dose, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. On an unknown date during this month, the intraperitoneal antibiotics were discontinued. At the time of this report, the patient¿s effluent remained cloudy, the patient continued amoxicillin, and is recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.